Event description:
It was reported that the ilet would not charge, prompting a review of device logs. Symptoms included no adverse clinical effects, and blood glucose was not affected. Outcomes included no impact to health and no hospitalization. Investigation included review of device charging logs and troubleshooting with user education. Investigation of this case revealed that the device successfully charged on multiple occasions, indicating normal charging function with no alerts or alarms, and no battery depletion malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user-related or use environment factors rather than a device malfunction.